Event description:
Lap sponge falling apart. Small threads from lap sponge were being pulled out from pt at implant site. Diagnosis or reason for use: used during surgery; breast enlargement. Therapy date: (B)(6) 2017.